Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Functionally, the dissector balloon was inflated and did not demonstrate any leaks. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition . The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Note that the information for use brochure which accompanies each product shipment states to remove the obturator from the cannula before attempting to inflate the balloon. By not removing the obturator, the balloon will not be able to be inflated. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon couldn't be inflated during the procedure. A new one was used. There was no patient injury.